Event description:
The customer reported that after a day of use air leaked from the tracheostomy tube. The patient was re cannulated. The customer reported that the tracheostomy tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure, investigation was requested.